Event description:
A surgeon reported that an intraocular lens (iol) was explanted because it was defective. The nature of the defect was not provided. Additional information has been requested.

Event description:
The surgeon explanted the intraocular lens (iol) due to unexpected postoperative refraction. Visual acuity improved following the lens replacement.